Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of an ideal suture shuttle broke off and fell into the pt's joint space. The fragment was located via a c-ram, and for whatever reason, the surgeon went open to retrieve the fragment; closed and then resumed arthroscopically to complete the original repair. The procedure was concluded successfully without further issue or harm to the pt. The rep believes that the distal end of the device was jammed up against the glenoid when the surgeon was manipulating it, which may have been the contributing factor in its failure. The procedure was extended approximately an hour because of this.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.